Event description:
It was observed that during the device evaluation, the wire of the forceps elevator system of the dueodenovideoscope was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the forceps elevator wire broke due to fatigue from repeated manipulation. The strands of the forceps elevator wire were raised when they got stuck with the distal cover during attachment or detachment, or by brushing against the forceps elevator. The event can be detected by following the instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.